Event description:
The patient is a 79 year old male with a past medical history significant for chronic lymphocytic leukemia, gi neuroendocrine tumor with known liver metastasis presented to genesys on (B)(6) 2023 with complaint of generalized weakness, encephalopathy, and abdominal pain. Ed imaging showed a small bowel obstruction versus ileus. The patient received gi and surgery consults and did develop significant acute kidney injury. The small bowel obstruction did resolve with conservative management, however, the patient did require hemodialysis to treat his aki in which a right internal jugular quinton catheter was placed. In the early morning hours of (B)(6) 2023, the patient's quinton catheter was dislodged/disconnected resulting in exsanguinating warranting code interventions which were not successful.